Manufacturer narrative:
Investigation included review of service history and complaint details with plans for device evaluation upon return. Investigation of this case revealed that motor stall alerts were reported consecutively during use. It was concluded that the device malfunctioned due to stalled motor events, and a replacement device was provided for continued therapy.

Event description:
It was reported that an ilet pump experienced repeated motor stalls that persisted after priming and rewinding, prompting a clinical retraining session and subsequent device replacement. Symptoms included risk of interrupted insulin delivery. Outcomes included device replacement and clinical follow-up without hospitalization.